Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service provider evaluated the customer's device and verified the reported issue. It was determined that the cause of the power issue was due to a depleted battery. It was also observed that the lid magnet was missing. The battery and lid were replaced to resolve the reported and observed issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the missing magnet was isolated to the lid assembly and the power issue caused by a depleted battery.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. Upon evaluation of the customer¿s device, stryker observed that the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.